Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. D2b (pge; nip). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure. It was reported that during the procedure; the stent was allegedly fractured outside. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in locked condition with loaded stent. The stability sheath is broken at the mid section which leads to confirmed result for catheter break. A manufacturing related issue could not be found. In this case 6f introducer with 0.035" guidewire were used for access. Based on the investigation of the provided information, the investigation is closed as confirmed for break of the stability sheath. A definite root cause for the reported event could not be determined. Labelling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) state: 'if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used.' Under required materials the IFU state 6f (2.0 mm) or larger introducer sheath, 0.035¿ diameter guidewire, . Regarding pta the IFU state: 'predilation of the lesion should be performed using standard techniques. D2b (fge; nip), d4 (medical device expiration date, unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent xl vascular stent. During the procedure, the stent was allegedly fractured outside. There was no reported patient injury.